Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited high pacing impedance and failure to capture due to high capture threshold. The ra lead was not implanted during the procedure on 4 jul 2022 . The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of high capture threshold and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination did not find any anomalies.